Event description:
It was reported that a pt underwent generator revision surgery due to battery end of service. The explanted generator was subsequently returned to the MFR for product analysis. During this analysis,the battery end of service was verified. However, it was determined that a transistor in the device was producing a current leaking that was above specification, that may have contributed to a premature end of service for the generator.